Event description:
Procedure: arthroscopic bankhart repair. Reportedly, when the surgeon was using the knot pusher, to push the knot down into the joint, the knot pusher frayed the suture, which weakened it causing breakage. No patient injury was reported. No injury.